Manufacturer narrative:
Device evaluation: the device was returned and evaluated. Visual inspection found the returned device to be in good physical condition. A review of the event history log did not find any history of the reported problem. Three separate accuracy tests were performed, and each time the device was found to perform within specification. No device issues were found and the device was found to function as intended.

Event description:
A report stated that the listed pump was set up for pca. At the expected conclusion of the infusion the nurse reported that they checked the 100 ml medication cassette reservoir and found 80 ml of medication remaining. No injury was reported.